Event description:
A nurse reported that following bilateral intraocular lens implant surgery, a pt had the lens exchanged due to blurry vision. Additional info was received from the technician who reported that the event continues. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the lens was returned. Haptic and optic damage was observed. Solution is observed on the lens. Results from the product history record review indicated the product met release criteria. The reporter indicated the use of a handpiece and viscoelastic that are not approved for use with this lens model. The product investigation could not identify a root cause. The focal length and resolution were within specifications. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts to obtain additional info have been made. A completed questionnaire was not received on (B)(4) 2013. (B)(4).